Event description:
As reported by the user facility: (B)(4); serial # (B)(4). Customer reports under infusion of piggyback solution: confirmed that primary line was clamped during infusion. Pump alarmed infusion complete but residual volume of unk amount remained in bag. Ref MFR # 9610825-2013-00194.